Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc reviewed the data provided by the customer. The ccc found additional tests were ordered for liver function testing. The tests were performed on the diluted sample as neat, and the dilution factor was not applied. The results were auto validated in centralink and sent to the laboratory information system (lis). The ccc found the customer performed the additional tests on the original sample ID number. When this occurred, the dilution factors were overwritten and performed the tests. The ccc instructed the customer to identify the additional tests with new sample ID numbers to perform the test properly. The cause of the discordant, falsely depressed gamma glutamyl transferase, alkaline phosphatase and total bilirubin results is from user error. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed gamma glutamyl transferase, alkaline phosphatase and total bilirubin results were obtained on a patient sample on an advia 1800 instrument. The initial tests were manually diluted (1:5) but ran neat. The initial results were released to the physician(s). The customer repeated the same sample on an alternate advia 1800 instrument. The sample was not diluted and was ran neat, resulting higher. The customer issued a corrected report to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed gamma glutamyl transferase, alkaline phosphatase and total bilirubin results.